Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2018 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evalated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient heard the alarm "you receive when it doesn't have power" while being connected to two batteries with charge. The patient stated that the controller was drawing power from the power source with "3 bars", then switched to the power source with "1 bar", and then alarmed. The alarms resolved, and the patient reports feeling a "gurgle" feeling. The controller and six batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: one controller, three batteries, and one controller ac adapter were returned for evaluation. Four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to handing of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and a controller adapter. Log files analysis also revealed three (3) controller power up events were logged on (B)(6) 2020 at 01:08:57, on (B)(6) 2020 at 10:57:02, and on (B)(6) 2020 at 19:57:23, respectively. No anomalies were observed leadi ng up to the second and third losses of power; data log files were not available covering the first loss of power. The controller was without power for 14 seconds, 13 seconds, and 17 seconds, respectively. A loss of power event will result in a continuous audible alarm. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on (B)(6) and (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 and on (B)(6) , and cac210841 on (B)(6) 2018. Battery (B)(6) had been lubricated prior to release. There is no evidence that the lubrication servicing was performed on (B)(6) . A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: battery - (B)(6) d10: no, lost h3: no h6: method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery -(B)(6) d10: no, lost h3: no h6: method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery - (B)(6) d10: no, lost h3: no h6: method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery -(B)(6) d10: yes, return date: 27-may-2020 h3: yes h6: method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery - (B)(6) d10: no, lost h3: no h6: method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery - (B)(6) d10: yes, return date: 27-may-2020 h3: yes h6: method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 controller ac adapter - cac210841 d10: yes, return date: 01-jun-2020 h3: yes h6: method code(s): 4112, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery - (B)(6) d10: yes, return date: (B)(6) 2020 h3: yes h6: method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a controller ac adapter and an additional battery exhibited power switching. The controller ac adapter and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products were added to the complaint. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us / catalog #: 1430us / expiration date: unk / serial or lot#: (B)(6) UDI #: asku d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-sep-2020 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.